Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer over the phone and suggested the real time clock be replaced.

Event description:
It was reported that the ventilator generated an error which rendered the graphical user interface (gui) display inoperable. The ventilator was not in use on a patient at the time of the event.